Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet ws unable to advance into the right ventricular (rv) lead. The rv lead was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of stylet could not be inserted was not confirmed. A complete lead was returned in one piece for analysis with stylet inserted. The inserted stylet was able to be removed and fully inserted inside the lead without restriction. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.